Manufacturer narrative:
Correction of MFR. Report # for supplemental MDR 1: MFR. Report #1644487-2016-01637 was inadvertently created and used to submit supplemental MDR 1. The correct MFR. Report # for supplemental report 1 is 1641644487-2016-01455.

Manufacturer narrative:
Correction of MFR. Report # for supplemental MDR 2: MFR. Report #1644487-2016-01637 was inadvertently created and used to submit supplemental MDR 2. The correct MFR. Report # for supplemental report 2 is 1641644487-2016-01455.

Event description:
It was reported that the tablet usb cable was faulty . Review of manufacturing records confirmed all tests passed for the device prior to distribution. The suspect cable was received by the manufacturer. Analysis of the device is underway, but it has not been completed to date.